Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint lot history check was performed on lot #: 2024620 for difficult/unable to operate (won't allow need to push through). This is the 1st related complaint for difficult/unable to operate (won't allow need to push through) on lot #: 2024620. Investigation summary: customer returned (400) 3/10cc, 8mm, 31g syringes in sealed poly bags in the shelf cartons from lot #: 2024620. Customer states that there is bubble in syringe that won't allow needle to push through. Thirty out of 400 returned syringes were examined and tested and no foreign matter was observed and all syringes were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch#: 2024620. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g was clogged. The following information was provided by the initial reporter: bubble in syringe that won't allow needle to push through.